Event description:
The customer called and reported receiving a motor error alarm on the insulin pump. Customer's blood glucose was 156 mg/dl. The insulin pump had not been dropped or bumped. A motor position encoder error alarm was also reportedly received. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.